Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during set up for a navio assisted surgery, when connecting the anspach emax 2 plus hand piece - rohs to the console, the error e2 popped on the anspach console. The procedure was completed, without delay, using a s+n back-up device. Since incident occurred before procedure, patient was not yet involved.

Manufacturer narrative:
H3, h6: the anspach emax 2 plus hand piece - rohs, part number pfsr101209, intended for treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, or part revision is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file. The risk level is still adequate. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with drill locking mechanism has locked up prohibiting bur rotation creating e2 error. Based on the investigation, the need for a corrective action is not recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.